Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, it was noted that the tube got broken and separated at latch position and migrated inside the patient. Reportedly, there is resistance to aspiration, and no blood can be drawn back. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, it was noted that the tube got broken and separated at latch position and migrated inside the patient. Reportedly, there is resistance to aspiration and no blood can be drawn back. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and two single-frame fluoroscopic images were provided for review. The photo shows a blood stained single lumen port catheter in which the catheter got fractured and completely separated from the port exactly at the distal end of the cathlock was noted. The remaining broken piece of the catheter had left inside the cathlock was noted. The images show complete fracture of the catheter is noted just beyond the stem or cathlock of the port. The catheter has migrated distally; the migrated distal segment is not fully imaged on this film. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a blood stained single lumen port catheter in which the catheter got fractured and completely separated from the port exactly at the distal end of the cathlock was noted. The remaining broken piece of the catheter had left inside the cathlock was noted. Therefore, the investigation is confirmed for the reported fracture and material separation. However, the investigation is inconclusive for the reported migration and suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, it was noted that the tube got broken and separated at latch position and migrated inside the patient. Reportedly, there is resistance to aspiration, and no blood can be drawn back. The current status of the patient was unknown.